Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device download had stopped. The customer mentioned that the machine gone to periodic cycle for about 13-14 minutes before it goes and not communicate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device download had stopped. A technical support specialist (tss) dialed into the station and confirmed that the system time was incorrect. Using the command prompt, the tss launched 'timedate.cpl' to adjust the time settings. After correction, the notification was cleared and the system resumed normal. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device download had stopped. The customer mentioned that the machine gone to periodic cycle for about 13-14 minutes before it goes and not communicate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.